Event description:
Vague report of overinfusion during analgesia therapy. "Unit filled with 30ml fluid; infusion time should be minimum of 12 hrs. Fluid infused too quickly, less than 8 hrs." There were no patient issues reported as a result of this infusion discrepancy.